Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer had changed the infusion site and cartridge multiple times. The customer's blood glucose (bg) level was 421 mg/dl and after changing the infusion set site, a correction bolus was delivered. The occlusion was resolved.